Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Reference: hai, j. J., e. T. Lim, et al. (2015). "First clinical experience of the safety and feasibility of total subcutaneous implantable defibrillator in an asian population." Europace 17 suppl 2: ii63-ii68.

Event description:
Boston scientific received information from a journal article that 35 days post-implant, the patient (patient g, male, age 64, body mass index 34.9 kg/m2) with this subcutaneous implantable cardioverter defibrillator (s-ICD) experienced a localized infection at the device incision. The article stated that the patient had the predisposing factors of diabetes and chronic renal failure/dialysis which contributed to the infection. The infection was able to be cleared with antibiotics. The article stated that the infection was not considered to be life threatening and did not require explant. The model/serial information of the s-ICD was not provided in the article. The event occurred in either (B)(6). No additional adverse patient effects were reported. No further information was able to be obtained from the journal article author about this case study.